Manufacturer narrative:
Device passed displacement test, selftest, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. The battery tube connector plugged in properly to electrical board during visual inspection. All buttons functioning properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of the incident. It was reported that when a new battery was inserted, the display returned but a stuck button alarm was received. Troubleshooting for stuck button was performed. It was reported that the customer did not press a button down for three minutes or longer and that the insulin pump was also not exposed to change in altitude. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.